Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced discomfort at the drg ipg site and had high impedances on their scs lead. Surgical intervention may be undertaken at a later date to address the issue.

Manufacturer narrative:
Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000068433; section d correction: the suspect medical device details were corrected to reflect the product that was explanted and the products that are still implanted. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
Surgical intervention was undertaken on (B)(6) 2025 wherein the lead was explanted and replaced to address the issue. Therapy was restored post procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.